Manufacturer narrative:
Literature citation: capitena young ce, st peter dm, ertel mk, pantcheva mb. Hydrus microstent malposition with uveitis-glaucoma-hyphema syndrome. Am j ophthalmol case rep. 2022 mar; 25: 101405. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician via literature article reported that after a stent implant procedure, the patient had persistent, severe eye pain in the left eye 4 weeks prior. The pain did not improve with the standard post-operative steroid and nonsteroidal drop regimen. The patient was referred to an oculoplastic surgeon who recommended periocular steroid injection and an oral steroid course for presumed supraorbital neuralgia. This improved the pain for 2 days, after which the symptoms recurred along with worsening photophobia. The patient returned to the primary surgeon, where an exam of the operative eye showed acuity of 20/200 and an intraocular pressure (iop) of 40 mmhg. The slit lamp exam described 3+ corneal edema and a deep and quiet anterior chamber (ac). The iop was treated with maximum topical iop-lowering drop therapy and oral acetazolamide. At this time, the patients left eye visual acuity was 20/70, iop was 24 mmhg with a 2+ afferent pupillary defect. The slit lamp exam revealed 3+ mixed ac cell and nasal transillumination defects. The stent implant was partially visible at the slit lamp nasally. On gonioscopic examination, the snorkel and first window of the implant were noted to be outside of schlemms canal, lying on the nasal iris adjacent to the transillumination defects. The distal portion of the implant was not visible under anterior synechiae. Given the implant malposition and suspicion for uveitis-glaucoma-hyphema (ugh) syndrome as the etiology of the pain and iop spike, the implant was removed with almost immediate and persistent resolution of pain and gradual improvement of the ac reaction. After stent removal, the patient required further filtering surgery for pressure control.

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of severe eye pain, worsening photophobia, acuity of 20/200, intraocular pressure (iop) of 40 mmhg, corneal edema, nasal transillumination defects, first window of the implant were noted to be outside of schlemm¿s canal, uveitis-glaucoma-hyphema (ugh) syndrome, implant was removed; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).